Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and was observed that the power light emitting diodes (led) were blinking. It was further observed that there was component damage and the device would not charge. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear on the internal electronic components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that all of the lights on the battery charger device were lighting up blue. During an in-house engineering evaluation, it was observed that the power light emitting diodes (led) were blinking. It was further observed that there was component damage and the device would not charge. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.